Manufacturer narrative:
(B)(4): the customer reported device will not always boot. The customer's biomed could not recreate the error. The device was evaluated by a philips field service engineer and the symptom could not be duplicated. The device passed all testing. Based on the customer's initial complaint, we are considering this a malfunction. However, we cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported device will not always boot. The customer's biomed could not recreate the error.